Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this implantable device was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device was returned and it is waiting for product analysis.

Event description:
It was reported that this implantable device was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.